Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 14-may-2028, UDI#: (B)(4), implanted: unknown, explanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since the last reprogramming session, the patient had experienced sharp stimulation in their lower back; there was no device diagnosis listed and the clinical diagnosis was overstimulation. Reprogramming was performed and the patient was placed on low density settings. They were awaiting the outcome of the reprogramming; the issue was ongoing. The etiology of the event was listed as "due to programming". Additional information was received from the clinical site. It was reported that on (B)(6) 2025, the patient reported pain still persisting. X-ray was taken and this showed that one of the leads had migrated. The lead was revised on (B)(6) 2026 and they were awaiting outcome. The lead was explanted/replaced. Additional information was received from the clinical site. It was reported that the event resolved without sequelae on (B)(6) 2026.